Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomoly. Customer stated that the buttons were becoming slow to react. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The p-cap/reservoir does lock properly. Unit successfully downloaded to thump. However, after multiple buttons pressing pump received with unresponsive buttons. Unable to perform self test due to unresponsive buttons. Proceeded by cutting unit open and performed a visual inspection on keypad assembly and electronic assembly. No keypad anomalies noted during visual inspection. The j1 connector on pcb1 was locked properly during visual inspection. It was determined that moisture damage penetrated corroding electronic assembly causing the unresponsive buttons. The following were noted during visual inspection: serial number label missing, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, keypad overlay texture damage, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked retainer. In conclusion, customer's concern of intermittent button was confirmed when unresponsive buttons were noted during testing due to corroded electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced keypad anomaly on insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1711k. Troubleshooting was performed and the customer reported buttons were becoming slow to react. No harm requiring medical intervention was reported. The customer discontinued use of the device, mmt-1885 was returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.